Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing in sinus tachycardia. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.